Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right atrial (ra) lead exhibited over-sensed noise leading to inappropriate automatic mode switches. No intervention was performed. Patient condition was unknown.